Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, an ultrasonic air sensor (uas) alarm occurred and the centrifugal pump went into the coast mode. The user inspected the tubing, but they could not confirm any air bubble. The user reset the alarm and continued the circulation. About two minute later, the air alarm occurred again, without any air bubble in the tubing. The user tried to reset the alarm, but they were not able to reset it. Therefore, they removed the air sensor from the tubing and continued the circulation. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Software data logs were received by the MFR on (B)(4) 2014 for eval. The customer experienced the same matter during setup two weeks ago.